Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention and incontinence.

Manufacturer narrative:
Date sent to FDA: (B)(6)2018. It was reported that following the procedure patient experienced infection, neuromuscular problems, bowel problems and urinary problems.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced pain and undergone multiple surgeries and revisionary procedures following the procedure. No additional information was provided.